Manufacturer narrative:
(B)(4). No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. The hospital did not allow pictures to be taken in the operating room; however, 2 images were provided. Clinical assessed the 2 images and confirmed the nail break at the distal most coil. Image 01 shows joint space visible at the level of the ankle joint suggesting a delayed or non-union. It is possible that micromotion of the nail resulting from a nonunion of the ankle joint contributed to the nail breakage. A definitive root cause cannot be determined. The complaint is confirmed. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a non-active intramedullary nail measuring 11.5 mm x 250 mm was removed on (B)(6) 2025. During the explant procedure, the nail was found to be fractured into two pieces. The cause and timing of the device fracture are unknown. Information regarding patient compliance, the original implanting surgeon, and the original implantation date is not available. No known impact or consequence to the patient. Attempts have been made and no further information has been provided.